Event description:
The customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a different wall adapter, and tandem technical support advised against using non-tandem charging equipment unless troubleshooting. A replacement tandem wall adapter was sent to the customer, and the pump began charging, requiring no further assistance.